Event description:
It was reported that the device was explanted after an implant duration of approximately 13.13 months. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.

Event description:
The facility reported a colleague pump with a battery depleted. The reported condition was identified during bio-med service. There was no documented patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow-up with the health-care provider (via email), additional information was received. The operative report was also provided, however, it was not dictated in english. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
In the response received from the surgeon on 08/03/2010, it was indicated that the device was infected and not available for returned. The device was turned over to the histoimmunology department of the hospital. The source and strain of infection was not indicated in the response.